Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9252448, medical device expiration date: 2024-09-30, device manufacture date: 2019-09-09. Medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd ultra-fine needle hub separated from the bd veo¿ insulin syringe during use. Lot 9252448 and an unspecified lot were reported to have been involved in this event, but it is unknown how many occurrences happened within each. The following information was provided by the initial reporter: "consumer reported difficulty removing some of the needle shields from the insulin syringes from two different boxes. Stated when she does remove the needle shield, the needle is either missing from the syringe or separates and goes into the shield. Consumer had difficulty locating the lot number from the second box of syringes."

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 9252448. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint.

Event description:
It was reported that the bd ultra-fine needle hub separated from the bd veo¿ insulin syringe during use. Lot 9252448 and an unspecified lot were reported to have been involved in this event, but it is unknown how many occurrences happened within each. The following information was provided by the initial reporter: "consumer reported difficulty removing some of the needle shields from the insulin syringes from two different boxes. Stated when she does remove the needle shield, the needle is either missing from the syringe or separates and goes into the shield. Consumer had difficulty locating the lot number from the second box of syringes.".

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 8/24/2020. H.6. Investigation: customer returned five (5) 31gx6mm, 0.5ml bd insulin syringes with open polybags from lot 9252448. Consumer reported difficultly removing shields: when she removes the needle shield, the needle is either missing from the syringe or the hub separates into the shield. All five returned syringes were examined, and it was observed that two syringes exhibited a separated needle hub/shield assembly; no damage to the barrel tip was observed. The other three syringes were tested to determine the shield removal force (specs: shield removal force for 0.5 ml syringe after sterilization is 0.85 to 5.95lbs) and the following was observed: sample number shield removal force (lbs) sample 1 4.75 sample 2 5.78 sample 3 4.82 these three syringes tested within specification, and no evidence of manufacturing defect was observed. A review of the device history record was completed for batch# 9252448. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Process summary: automatic syringe assembly machine, which feeds 0.5ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Root cause for this defect cannot be determined. CAPA#1630423 was initiated.

Event description:
It was reported that the bd ultra-fine needle hub separated from the bd veo¿ insulin syringe during use. Lot 9252448 and an unspecified lot were reported to have been involved in this event, but it is unknown how many occurrences happened within each. The following information was provided by the initial reporter: "consumer reported difficulty removing some of the needle shields from the insulin syringes from two different boxes. Stated when she does remove the needle shield, the needle is either missing from the syringe or separates and goes into the shield. Consumer had difficulty locating the lot number from the second box of syringes."